Event description:
It was reported that a caller experienced intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer performed the load fill tubing process to clear the alarm and resumed insulin delivery.